Event description:
It was reported to oec medical systems, inc on october 12, 1998 that an uncommanded table motion occurred to oec model uroview 2500 located at hosp. During a procedure the table moved to the foot end without command. The operator engaged the emergency off switch and attempted to reboot the system. The operator reported that the system displayed a "footswitch error" at some point during the boot-up. The system was rebooted and the procedure was completed without further incident or delay. Oec svc was called, but the fse was unable to duplicate the malfunction. The fse found a screw inside of the footswitch that may have been responsible for the malfunction. The fse removed and replaced the footswitch and the table sensor board as a precaution. The hosp reported no adverse event, death, or serious injury.